Manufacturer narrative:
A ge service rep performed an onsite investigation. Two circuit cards were replaced and the connections on the remote user interface plug were repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication error between the remote user interface and the generator. No pt injury was reported.